Event description:
In 2002, customer alleges that the pivot mount assay's bottom bracket bent forward and the monitor sagged forward and the nurse caught it before any damage was done or injured. The monitor weight was 80 lbs. No injuries reported.